Event description:
After successful calibration and verification, it was reported that the accuracy of the instatrak system during routine sinus surgery was off by 4mm when localizing in the patient anatomy. However, the accuracy appears to be accurate with the headset. There was no reported patient intervention required.